Manufacturer narrative:
(B)(4). The report of resistance passing the catheter over the guide wire was confirmed. Returned were a guide wire and a 2-lumen catheter marked 5fr x 13 cm on the juncture hub. The catheter appeared typical. The guide wire was kinked and bent from the j-tip to 15 cm from the j-tip. The outside diameter (od) of the guide wire measured 0.509 mm, which met specification of 0.508 - 0.533 mm per the guide wire graphic. The length of the guide wire measured 45.3 cm, which was also consistent with the guide wire graphic. A manual tug test confirmed that both welds were intact. The proximal end of the guide wire was inserted into distal tip of catheter and passed through the catheter without resistance. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The device history records were reviewed with no evidence to suggest a manufacturing related issue. Based on the condition of the sample and the information provided, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that in the ccu, the guide wire was placed with little resistance in the (B)(6) male patient guide wire, resistance was met and the catheter could not be progressed. As a result, the catheter was removed and a new kit was opened that catheter was used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.